Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Replacement of the battery charger board was performed. The imaging system passed the system checkout. No parts have been received by medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the remaining battery power was low. One battery charger had a voltage of 0v. Replacement of the battery charger board was performed. There was no patient present.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi31000169, serial/lot #: rev. 2 : s/n (B)(4). Device evaluation: the battery charger board was returned to medtronic for further evaluation, and the reported complaint was confirmed. Visual inspection confirmed an electrically over stressed component on the board. Capacitor c12d was physically damaged. Analysis determined there was an electrical failure with the battery charger board. If information is provided in the future, a supplemental report will be issued.